Event description:
It was reported that during a vats procedure, the device was fired across the pulmonary artery. The surgeon visually checked the staple line and identified that the device had cut but not stapled and the staple line was open. The case was converted to an open procedure; the patient was administered a liter of blood. It was noted that due to the specimen that was found the surgeon stated an open procedure may have been required to complete the procedure. Patient is in ICU at this time and stable. There were no drivers visible upon review of the cartridge when they noticed there were no staples.

Manufacturer narrative:
Channel retainer detached. Evaluation summary: the analysis results showed that the ez45b device was received with the clamping damaged and with a reload present. The reload was received fully loaded with staples. No functional test was performed due to the condition of the device. However, the reload was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the channel retainer was damaged and disengaged from the channel not allowing the device to properly close. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.